Event description:
It was reported that the patient¿s device was in overdischarge, but it was unknown what number of overdischarge this was. It was noted that the patient tried two physician mode recharges (pmr) at home, but was unable to restore their battery function. It was further reported that there were telemetry issues. It was noted that the patient had been in overdischarge for about 12 months. It was noted that prior to the overdischarge the patient typically got 6-8 bars of coupling. It was further reported that the patient continued to try physician mode recharges (pmr) but had no success with them. It was noted that the patient was not experiencing any symptoms. At the time of the report the patient was not receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# v014426, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).